Manufacturer narrative:
(B)(4)

Event description:
Procedure: total gastrectomy. According to the reporter: using an (B)(4), and end-to-side anastomosis was performed. Hb decreased by 2g/d after surgery, and melena occurred the following day. Coagulation of blood which shows bleeding from y anastomotic site was confirmed by endoscopy, but bleeding itself had stopped before that. Possible bleeding point was cauterized with endoscopic electrical knife. It seemed the slight bleeding had occurred soon after surgery. Patient had a blood transfusion and is under observation. Treatment: 4 units of blood transfusion (about 800ml).